Manufacturer narrative:
(B)(4).

Event description:
It was reported that a pacemaker dependent patient experiencing dizziness presented to the emergency room. Upon device interrogation, the right atrial exhibited noise. The lead was explanted and replaced. The patient's condition was stable.